Manufacturer narrative:
(B)(4). The field service representative (fsr) found the level sensor to be worn and not responding to alert status when fluid was below alert sensor. The level sensor was replaced. The unit operated to the manufacturer's specifications. The fsr returned the device to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb) procedure, the unit was giving an alert sound. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2018, the system gave the perfusion team a phantom alarm. The alarm was audible, but no alarm notification appeared on either the message center at the top of the central control monitor (ccm) nor the axillary tab of the system. Per certified clinical perfusionist (ccp), there was no occurrence of an alarm situation (level, air or pressure) that would have triggered an alarm. The field service representative (fsr) troubleshot the alarm and suspected that it was the level sensor. The actual sensor cable head was worn down on the alert cable. The team uses a configuration with which they only use the level alert. The incident with the phantom alarm did not delay the surgical procedure. There was no blood loss nor harm associated with the event.

Manufacturer narrative:
Corrected block: MFR site. The reported complaint has been confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level sensor to give a "level not attached" message with an alert sound. The sensor membrane was found to be concave, likely the cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.